Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "capsulectomy, remove and replace right breast with larger implant insertion strattice right side." Healthcare professional later reported right side "capsular contracture baker grade iii." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Device evaluation: visual analysis of the returned device identified flat creases and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.

Event description:
Healthcare professional reported "capsulectomy, remove and replace right breast with larger implant insertion strattice right side." Healthcare professional later reported right side "capsular contracture baker grade iii." Device was explanted and replaced.